Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of small p-waves during atrial tachycardia and atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.